Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s t:slim user guide: humalog has been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Humalog was tested for up to 48 hours as labeled.

Event description:
It was reported that the customer experience an elevated blood glucose level of 200 to 300 mg/dl and it was addressed with manual injections as well as pump correction. During troubleshooting with tandem's technical support, it was noted that there was one small air bubble in luer lock. Also, it was noted that the insulin may have been open for more than 28 days; however, this could not be confirmed. Reportedly, the cartridge had been in use since (B)(6) 2016. It was noted that the customer changed the cartridge, tubing, site, and insulin vial.